Manufacturer narrative:
(B)(4). Batch # 403a75. Additional information: the target tissue moved during the firing, it was not cut, and the staples were not deployed. The surgeon was concerned whether there were not staples in the cartridge during use, so it was replaced with another cartridge. No additional suture was performed. The procedure was not converted. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with three ecr60d reloads present. The reload (b) was received partially fired 1/3. The reloads (c&d) were received fully fired. The device was tested for functionality in the articulated position with the returned reload (b) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open colectomy, the knife did not move forward at the 2nd stroke of the firing. The trigger could be grasped but the knife did not move. Another device and cartridge were used, but all staples were not deployed. The same issue occurred twice. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.